Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00225: stem 1, 3025141-2020-00226: head 1, 3025141-2020-00228: head 2.

Event description:
While implanting an arh radial head replacement system in the patient, the initial stem was found to be loose in the bone canal so the stem was upsized however the head could not be removed from the stem so a new head was used. That stem was found to be too large so it was removed and a long stem was used, along with another new head. These actions caused a one hour long delay in surgery.